Manufacturer narrative:
(B)(4). During the use of a 6f/7f mynxgrip vascular closure device (vcd), bleeding was unable to stop within one minute although the sealant was deployed to the proper location. There was no reported patient injury. The device was intended for an interventional coronary procedure, using a retrograde approach. The deployer was mynx certified. Hemostasis was achieved by manual compression for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock opened. The sealant, advancer tube and procedural sheath were not returned with the device. It was noted that the sealant sleeve was abutted to the shuttle hub as received. The condition of the returned device indicates a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. The balloon was inflated, and pressure was maintained. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported¿ failure to achieve hemostasis¿ was not confirmed during analysis due to the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During the use of the 6f/7f mynx grip vascular closure device (vcd), bleeding was unable to stop within one minute although the sealant was deployed to the proper location. Therefore, hemostasis was achieved by manual compression of less than 30 min. There was no reported patient injury. The patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The device was intended for an interventional coronary procedure with a retrograde approach. The deployer¿s mynx training status was mynx certified. Other additional procedural details were requested but are unknown. The device will be returned for evaluation.